Manufacturer narrative:
Zoll has not yet received the device for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard system (s/n:(B)(4)) shut off during setup. Another system was used to treat patient. No other information was provided.